Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit approximately about 5 patient results were false positive. No patient impact or treatment was reported. The following information was provided by the initial reporter: false positive - customer reported "a couple". False positive - customer reported "at least 3 or 4 patients, maybe 5 at the most".

Manufacturer narrative:
D4. Lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
This statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number unknown. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. No samples were returned; therefore, return sample analysis could not be performed. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed. The root cause could not be identified.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit approximately about 5 patient results were false positive. No patient impact or treatment was reported. The following information was provided by the initial reporter: false positive - customer reported "a couple" false positive - customer reported "at least 3 or 4 patients, maybe 5 at the most.